Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4194 implantable pacing lead (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2012.(B)(4).

Event description:
It was reported that there was t wave oversensing noted in the right ventricular lead when programmed to integrated bipolar tip to coil, however, when programming changed to true bipolar tip to ring t wave oversensing was not observed. The lead remains in use. No patient complications have been reported as a result of this event.